Event description:
New information received indicated that the patient's right ventricular (rv) lead exhibited oversensing due to noise leading to pacing inhibition. Noise was also noted on the atrial lead. Both leads were replaced with new ones in surgery, and the patient was noted as having no consequences.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited unspecified oversensing. Additional information was requested and not received.